Manufacturer narrative:
Product ID: non- medtronic product product type: mapping catheter product ID: non- medtronic product product type: mapping catheter product ID: non- medtronic product product type: transseptal catheter product ID: non- medtronic product product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath, product ID: non-medtronic product, product type: mapping. Catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath deflection malfunctioned. Despite the issue, the case continued with the same sheath. On removal of the catheter from the sheath at the end of the case, the sheath was aspirated and a small article was found in the syringe. It was too small to define if this was a clot or fibers from a material in the sheath/catheter. Another manufacturer's mapping catheter was also advanced through the fcc sheath during the case. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751391 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The catheter was received along with a medical vial containing clear liquid and a dark particle approximately 1.5 mm in length floating inside. The catheter was flushed on a white surface, but no foreign materials were observed coming out. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the report ed "foreign material" issue was confirmed during returned product inspection. The foreign material and deflection issues were not confirmed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.